Event description:
It was reported the pt has a marble sized lump over the ipg incision site that is causing stabbing pain. The physician was unable to identify the lump on x-rays and CT scan. Follow-up revealed the lump is resolving and the pain is diminishing.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.